Event description:
During insertion of original cath the guide wire advanced into superior vena cava without trouble. The catheter was aspirated and irrigated freely and then heparinized. No problem encountered. On removal of primary cath there were no obvious difficulties. The catheter's tract was dissected-opened further as this was a questionable source of kinking of the catheter.